Event description:
It was reported that this patient's left shoulder replacement was revised approximately 1 month post initial operation. The revision was due to an infection. Humeral stem, adapter tray, and torques screw were exchanged. Patient was last known to be in stable condition following the event.

Manufacturer narrative:
Concomitants: 300-01-11 - equ, hum stem primary, press fit 11mm, (B)(6). 320-01-42 - equi reverse 42mm glenosphere, (B)(6). 320-15-04 - rs glenoid plate post aug 8 deg, right, (B)(6). 320-15-05 - eq rev locking screw, (B)(6). 320-20-00 - eq reverse torque defining screw kit, (B)(6). 320-20-22 - eq rev comp screw lck cap kit, 4.5 x 22mm, (B)(6). 320-20-30 - eq rev compscrew lck cap kit, 4.5 x 30mm, (B)(6). 320-20-34 - eq rev comp screw lck cap kit, 4.5 x 34mm, (B)(6). 320-42-00 - equi reverse 42mm humeral liner +0, (B)(6). 320-10-00 equinoxe reverse tray adapter plate tray +0, (B)(6). A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition and/or the surgical procedure. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.